Manufacturer narrative:
(B)(4). Method: the complaint iw934jeu baby control cosycot infant warmer was not returned to fisher & paykel healthcare for investigation. Our analysis is accordingly based on the photograph provided by the healthcare facility and results of our previous investigations on similar complaints. Results: the photograph showed that there was a noticeable big crack at the centre of the plastic base column. It also showed that the subject infant warmer was loaded with two large gas bottles and a ups machine. A lot check revealed one other complaint of this nature for lot number 070205. Conclusion: cracking of the cosycot infant warmer plastic base can occur from overloading. In this instance, the approximate combined weight of the infant warmer unit and its accessories possibly exceeded the recommended maximum load. The maximum weight limit is specified in the operating manual and in the product technical manual of the cosycot infant warmer. To increase awareness and to prevent and/or reduce the incidence of cracked plastic bases, fph states that the maximum weight on the infant warmer inclusive of all accessories and the patient should not exceed 115kg. This warning is provided in the form of labels on the column of the infant warmer. In addition, a checklist of common fisher & paykel healthcare accessories and their respective weights is provided to the user.

Event description:
A healthcare facility in (B)(6) reported to a distributor that the plastic base of an iw934jeu baby control cosycot infant warmer would not rise. This was observed before use on a patient.